Manufacturer narrative:
(B)(4). Further information from the reporter regarding event patient details has been requested. No additional information is available at this time. The events of tense feeling, bumps, swelling, redness, induration, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: "contra-indications: ¿ juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Method of use - posology ¿ do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Healthcare professional reported patient was injected to the nasolabial folds for ¿wrinkle treatment¿ with juvéderm® volift¿ with lidocaine. Prior to injection patient was pretreated with emla cream and after injection patient had post treatment with cooling. Twenty-seven days later patient developed ¿tense feeling around the mouth,¿ bumps, swelling in subcutaneous tissue, redness, induration, and granuloma. No noted biopsy to confirm the reported granuloma. Symptoms were located at the nasolabial fold and right corner of the mouth. Eight days after symptom onset patient was ¿hospitalized in dermatological clinic.¿ patient was treated with cortisone at the hospital. Patient was also treated with cefuroxime and urbason. Symptoms are ongoing. Patient was taking paroxetin at the time of injection.